Manufacturer narrative:
Patient information unavailable. It has not been reported how the csf leak was resolved. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the patient experienced a cerebrospinal fluid (csf) leak in the sphenoid sinus. A manufacturer representative was called into the operating room (or) following the incident and requested the surgeon to utilize long straight probe to determine accuracy of system, and the system was inaccurate. After the procedure, the manufacturer representative reviewed the surgeon¿s registration. It was noted there was a 2.6 registration however the yellow 2 millimeters radius was only the size of a dime near the tip of the nose and none of the sinus cavities were encompassed including the ethmoid and sphenoid sinuses. It was also noted xoran CT scans .4 mm/324 slices were utilized. Additional information was received stating the surgeon alleged being about 1 centimeter inaccurate. However it was also noted the surgeon did not use the measure tool to confirm the alleged inaccuracy.

Manufacturer narrative:
Product analysis #703329414: 2019-09-25 09: 10:49 cdt webmremotews sfdcmnav product analysis task update - workorder name: wo00683891. Analysis summary text : demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: pass software p/f: pass status: completed does the system perform as intended?: yes. Was stealth autoguide involved?: no. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue cause and 10-minute surgical delay and confirmed the csf leak was surgically treated to stop the leak.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.